Event description:
It was reported that during a cryoablation procedure, the patient experienced a thrombus that was observed on the left carina via intracardiac echocardiography (ice). The case was completed with cryo. The patient's stay was extended a day at the hospital and the patient was discharged with an extra dose of medication. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.